Event description:
It was reported that the pump did not always detect syringe size. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was reported. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be the tapered spring slipped over the collar of the barrel clamp rod. Actions were taken to mitigate the reported issue: replaced barrel clamp guide, barrel clamp rod, barrel clamp slide, tapered spring and barrel clamp spring. Performed syringe test and all functional tests which passed.